Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to a fractured lead. It was reported that both the lead and generator were replaced. Device diagnostic testing performed on the day of surgery prior to device replacement resulted in high lead impedance reading, indicating possible device malfunction. Review of x-rays by treating dr did not reveal any obvious discontinuities in the ncp system.